Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device was performed. The coil was found inside the catheter. The catheter was cut in order to remove the coil. The delivery wire was inspected and was found kinked. The coil was inspected and was found stretched, kinked, broken and with blood. A microscopic inspection was performed and the zap tip shape and surface of the coil and blood was noted. The zap tip shape and surface of the delivery wire and no damage noted. The interlocking arm of the delivery wire was inspected and no damage noted. The interlocking arm of the coil was not inspected since the coil was found broken. The dimension of the delivery wire and coil was taken and found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: in order to achieve optimal performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f imager ii selective diagnostic catheter is flushed vigorously, either utilizing a continuous flush or hand injection setup, before and after the introduction of each interlock - 35 fibered idc occlusion system.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 03-apr-2017. It was reported that the coil became stuck in the catheter. The target lesion was located in the moderately tortuous and mildly calcified internal iliac artery. A 12mm x 40cm interlock¿-35 was selected for use. During the procedure, the coil was delivered using a 5fr non bsc catheter; however the coil became stuck. The procedure was completed with another of the same device and an unspecified imager catheter. No patient complications were reported. However, device analysis revealed that the coil was broken.